Event description:
It was reported that oversensing was found via review of strips. The patient presented for device upgrade. During dft testing, noise was observed post-shock and continued intermittently after the pocket was closed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.